Event description:
It was reported that the device was difficult to remove and as it was being pulled through the sheath, the balloon broke in half. The sheath and the balloon were removed together. No injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The filter was not returned for eval as it was discarded by the user facility. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown. The IFU (information for use) for this product states the following: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.